Manufacturer narrative:
There is a temporal relationship between the select liberty cycler/liberty cycler set and the patient¿s peritonitis event which required subsequent hospitalization, pd catheter (not a fresenius product) removal and transition to hd therapy. However, there have been no reported incidents of a select liberty cycler/liberty cycler set malfunction that may have caused or contributed to the pt¿s peritonitis infection. At the time of this clinical investigation, there is no objective evidence contained in the file to support a causal relationship. There is a possibility the pt¿s peritonitis infection may have been a recurrent or relapsing episode and/or the pt¿s pd catheter (not a fresenius product) may have been a factor in the event. However, based on the lack of available information the etiology of the peritonitis event cannot be determined a supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
On (B)(6) 2018, this patient (pt.) On continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was seen in the outpatient pd clinic with possible cloudy pd effluent but specific signs or symptoms the pt. Was experiencing, if any, are unknown. The pt. Had a pd effluent culture performed (results unknown) and the pt. Was initiated on antibiotic therapy intra-peritoneal (ip) with unknown drug, dose, frequency and duration. It is unknown if the antibiotic was prescribed as a prophylactic dose or a full course of therapy. On (B)(6) 2018 (approximately 3 weeks later), the pt. Was seen in the outpatient pd clinic with complaints of abdominal pain and concomitant cloudy pd effluent. The pt. Was sent to the emergency room (ER) and was admitted to the hospital with peritonitis. Details of the hospitalization course are unknown. However, the pt¿s pd nurse reported the pt. Had their pd catheter (not a fresenius product) removed (date unknown) and the pt. Was transitioned to hemodialysis (hd) therapy. The etiology for the pt¿s peritonitis infection is unknown. Pd culture results are unknown. The pt¿s pd nurse stated there was no indication of a device malfunction that may have contributed to the event. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All complain samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."